Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, the helix was noted to be broken. The lead removed and not used, another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop. This result indicated that the helix was being over-retracted. If information is provided in the future, a supplemental report will be issued.